Event description:
Olympus received a medwatch which stated "olympus light source for egd (esophago-gastroduodenostomy) tube placement with md. Bulb burned out - switched to spare bulb on machine which is not adequate light for a procedure. Switched to alternate light source which itself has noise and low light. Physician was unable to complete procedure with either piece of equipment. Procedure terminated. All this occurred during the procedure".

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event, and was informed that the pt's diagnosis was a "dislocated peg tube". The procedure was reportedly completed on (B)(6) 2010. The user facility declined to return the unit referenced in this event for eval, stating that it was not necessary. Following the reported event, a replacement bulb was ordered and replaced. The device is reportedly in working condition and in use. The user facility also stated that the second light source referenced in the report was not an olympus device. The user facility did not provide any info regarding the number of hours of operation on the xenon lamp at the time of the event. In addition, a review of the instrument history revealed that the subject device was originally sold on (B)(4) 1997 and it has not been returned to olympus for service. Based upon the info provided, it appears the subject device's xenon lamp failed, and the users then attempted to connect the endoscope to a non-olympus light source. If the subject device is returned for eval, or if significant add'l info is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.